Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, yellow biological tissue in the shell and crease fold. Cloudy and air voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Creases are observed but have no relationship with manufacturing.

Event description:
Patient reports right side pain, seroma, and folds. Additionally, healthcare professional reports right side capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional data: b.5., b.6., d.7., h.6., g.1., g.3.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side pain, seroma, and folds. Additionally, healthcare professional reports right side capsular contracture, baker grade ii. The device remains implanted.